Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The patient arrived emergently with an inferior acute mi. Angiography revealed severe three vessel disease but the culprit lesion was located in the mid right coronary artery (rca). Using the femoral approach, the procedure treated the de novo, totally occluded lesion located in the moderately tortuous 3.5-4.0mm in width rca. Two unspecified overlapping liberte stents were implanted in the ostium and proximal rca to stabilize the artery. Then due to a "huge amount" of thrombus material, the physician decided to introduce an unspecified filter for distal embolization protection. Next, a 4.0x24mm omega stent was implanted in the target lesion and post dilated to 16 atm's with a non compliant non-bsc 4.0x20mm balloon. The filter was removed and the physician then noted stent deformation. A 3.5mm nc balloon was advanced to attempt to post dilate again but the balloon could not cross the lesion. Next a semi compliant 2.0mm balloon was used to post dilate, and then a 3.5mm nc balloon to make sure the plaque was completely covered. The physician then decided to implant two additional overlapping non-bsc stents (3.5x24mm, 4.0x24mm) with "really good" angiographic result. No further patient complications occurred and the patient status is stable.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).